Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have excessive no delivery alarms which were resolved with infusion set change. Customer reports that when disconnected insulin exits. Customer was educated on basal and bolus deliveries. After troubleshooting, it was determined that no deliveries were due to site issues. No further information provided.